Manufacturer narrative:
During the troubleshooting the peristaltic pump tubing, perist pmp tbg-md, list 91485-01, was checked and during the evaluation of the tubing, found to have snapped off and was reattached. The tubing was replaced, early replacement due to wear which resolved the issue. Because no results files, log files or event files or additional data were provided or available, there is insufficient information to determine root cause of the intermittent low wbc results during sample testing and controls. A review of all tickets associated with the perist pmp tbg-md, and a review for complaint trends for the list number was performed. The review did not identify any adverse trends and the complaint activity was normal for the kit. Additionally, labeling was reviewed and adequately addressed the issue. Based on the available information no product deficiency of the perist pmp tbg-md, or cell dyn sapphire analyzer, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased wbc (white blood cell) results generated from cell dyn sapphire analyzer for multiple patients. The one result example provided were: initial=0.641 10e3/ul /repeated=8.86 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc (white blood cell) results generated from cell dyn sapphire analyzer for multiple patients. The one result example provided were: initial=0.641 10e3/ul /repeated=8.86 10e3/ul there was no reported impact to patient management.

Manufacturer narrative:
Updated section h6: adverse event problem: type of investigation finding: annex c= to c07 from c19. Investigation conclusions: annex d= to d02 from d14. During the troubleshooting the peristaltic pump tubing, perist pmp tbg-md, list 91485-01, was checked and during the evaluation of the tubing, found to have snapped off and was reattached. The tubing was replaced, early replacement due to wear which resolved the issue. Because no results files, log files or event files or additional data were provided or available, there is insufficient information to determine root cause of the intermittent low wbc results during sample testing and controls. A review of all tickets associated with the perist pmp tbg-md, and a review for complaint trends for the list number was performed. The review did not identify any adverse trends and the complaint activity was normal for the kit. Additionally, labeling was reviewed and adequately addressed the issue. Based on the available information no product deficiency of the perist pmp tbg-md, or cell dyn sapphire analyzer, serial number (B)(6), was identified.